Event description:
It was reported by the rep the product was used in a low anterior resection. It was reported the surgeon fired the ecs25. Tissue donuts were complete. When checking anastomosis with airleak test, bubbles were observed. Upon further examination, a leak was found on the anterior surface of the completed anastomosis. Surgeons then oversewed the anastomosis with suture until no air was observed leaking. Surgeon then completed a loop ileostomy because he felt since he had to oversew the anastomotic line it would relieve pressure from the site.